Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: metal fragment. On (B)(6) 2012 the patient was implanted with prodisc c implant. X-rays taken on the same day and revealed no fragmented pieces. On (B)(6) 2013 two x-rays were taken at different angles and revealed a metal fragment of the prodisc c implant. The patient had no pain and the surgeon has not planned to remove the metal fragment. Instead, the patient is undergoing monitoring of the metal fragment.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.